Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/22/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior, issues, or alarms. The pump¿s total daily dose history was found to be appropriate for the user programmed basal rates. All keypad buttons were appropriately responsive. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump history. Unrelated to the complaint, a battery compartment crack was discovered. Battery and cartridge caps were not returned; test caps were able to secure properly to the pump. Investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s history recorded several extra bolus deliveries of 0 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.